Manufacturer narrative:
Product event summary: a photo was returned and analyzed. The received image depicts a surgical environment. On the operational surface, a small mass consistent in appearance with a blood clot is observed. There is no information concerning the event date or the catheter identification on the received image. In conclusion, the returned product and material were not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an atrial fibrillation procedure using the pulse select catheter, a blood clot was observed attached to the tip of the catheter during removal from the sheath introducer. The procedure was completed without incident, with proper flushing performed using heparinized water, continuous flushing of the introducer, and the patient's activated clotting time maintained above 310 seconds. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.